Event description:
It was reported that during a laparoscopic hysterectomy procedure, an error occurred in about an hour and the device became not to be activated. The doctor commented that the device had not touched something hard. When the sales rep activated, the device with gen04 after the operation, an abnormal sound was heard and error 5 was displayed. When the system check was performed, 2e and 1d errors were displayed. Besides, he confirmed that the tissue pad was partially detached. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.